Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 9. Strip code: 9. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that pt "almost went to the hosp because pt took add'l pill that pt should not be taking". The meter display allegedly was physically damaged. The result on the pt's meter was 52 mg/dl and 125 mg/dl. There were no results from any other source. There was no comparison with any other device. The treatment was unk. No further info has been reported.